Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and reached elective replacement indicator (eri) couple of months back. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and reached elective replacement indicator (eri) couple of months back. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis. Additional information received indicated that the device exhibited telemetry interrogation issue, oversensing and pacing was not delivered when required. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual analysis of pg case and header noted centered holes in ra and rv seal plug and a cosmetic cut on the ra seal plug. There was no communication to the latitude 3300 programmer and no safety mode pacing signal was observed on the oscilloscope. Pg was cut open and internal visual inspection looked normal. An external power supply was applied to the hybrid and frrp communication was attempted. Battery was removed and external power was applied to the hybrid and the drain measured normal. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode and reached elective replacement indicator (eri) couple of months back. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis. Additional information received indicated that the device exhibited telemetry interrogation issue, oversensing and pacing was not delivered when required. No additional patient adverse effects were reported.